Event description:
During robot assisted single incision laparoscopic cholecystectomy, the threads on the tip of a stryker flow disposable suction irrigator shredded and fell into the patient. Fortunately the surgeon was able to remove all pieces.